Event description:
It was reported that recently the pump motor stalled. The pump was explanted. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).